Manufacturer narrative:
Date rec'd by MFR: 28jun2019. The customer confirmed the reported touchscreen issue. The customer reported replacing the touchscreen to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a touchscreen failure. No patient or user harm was reported.